Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right flank incisional hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, infections, chronic wound, and fistula. Post-operative patient treatment included revision surgery and wound vac. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration or any association with this device.